Manufacturer narrative:
Device returned with no lot identification.endopath dilating tip trocar: the instrument was tested and would not arm as received. The obturator handle weld was measured and found to be skewed.

Event description:
It was reported the 355ld was used during an unk procedure. It was reported by the affiliate the safety shield would not activate properly. There was no consequence to the pt.